Manufacturer narrative:
The device generated an 0xaa alarm at 2 pulses while still in pod state 14. The device was received in the not deployed position. The device was able to connect to the master pdm and the data was downloaded. Although no abnormalities were found, the cause of the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula is not visible and the pink slide was reported that it did not move forward, which indicates a needle mechanism failure. The pod was changed and replaced.